Event description:
It was reported in a printed literature article that an angio-seal was deployed in the right groin post carotid artery stenting. Immediately thereafter, the patient's walking distance ability was severely impaired. A non-invasive angiogram revealed a short occlusion at the transition zone between the external iliac artery and the common femoral artery. The patient underwent surgery where collagen was found intraluminally at the level of the inguinal ligament and subsequently removed. There was no stenotic atherosclerotic lesions in the common femoral artery. Afterwards, the patient's symptoms disappeared and the ankle brachial index normalized. The implant and event date are unknown. The angio-seal deployer is unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.